Event description:
It was reported that while withdrawing the catheter after a flutter ablation treatment procedure, charring on catheter was noticed. The lesion being treated was located in the right atrium. Two "scorch" marks on catheter shaft were noticed inbetween two sets of ten poles. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that while withdrawing the catheter after a flutter ablation treatment procedure, charring on catheter was noticed. The lesion being treated was located in the right atrium. Two "scorch" marks on catheter shaft were noticed inbetween two sets of ten poles. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: during the visual inspection, dried blood was confirmed on the distal tubing near the 10th ring electrode. However, no char was found. Using an alcohol wipe, the dried blood was removed from the distal tubing. The catheter's electrical connector verified normal during visual inspection. Next electrical testing was performed. The catheter passed the electrical continuity verification test. All electrode resistance values verified normal. No electrical opens or shorts found. Checked electrode resistance were all within specifications. No electrical issues were found with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).